Manufacturer narrative:
Zoll technical service department tested the device and could not duplicate the problem. During a follow up call to the customer requesting more info, the customer indicated that the device had been soaked. Rust and water stains were discovered on the power supply board, main cable and lower housing. The power supply board and main cable were replaced as a precaution.

Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device displayed error message code "cannot dump" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.